Event description:
Clinic notes received reporting generator replacement due to battery depletion (battery is at 20%). The patient underwent replacement and the explanted generator was received for analysis. Analysis was completed and approved. It was noted there were contaminates observed on the trimmed edge of the pcba. The generator was shown to have 52.946% of the battery consumed. The voltage was outside the ifi ¿ yes range at 2.867 v however it was noted to be around 20% battery life in clinic notes. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were long sense delays noted during the r-wave configuration final test. The pcba edges were rubbed with sand paper to remove the contaminates and testing was reperformed. There were no long sense delays noted and the device passed the r-wave configuration testing. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current and sensing conditions. This represents a device failure. The device passed all specifications prior to release and was confirmed to have been laser routed. No additional or relevant information has been received to date.